Event description:
Reporter stated, "the surgeon returned the broken bridging plate for evaluation. It was mentioned that it was implanted in november 1998 and a revision took place to replace the broken device. The explantation was possible without any difficulties."